Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.